Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was near explant. Moreover, the left ventricular (lv) pacing output was high since implant or shortly after. Furthermore, it was also indicated that the device has two years of longevity remaining after nine months from the implant date. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was near explant. Moreover, the left ventricular (lv) pacing output was high since implant or shortly after. Furthermore, it was also indicated that the device has two years of longevity remaining after nine months from implant date. Additional information was obtained and confirmed that no premature battery depletion was noted. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device was changed out. The device was surgically explanted. No additional adverse patient effects were reported.